Event description:
The customer reported that their viewsonic display for the acuity central station had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. Note 1 for block a: the customer did not provide any patient information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that the device was used during an unknown procedure. The devices were leaking throughout the case. The seal appears to separate away from shaft and causing significant pneumo leakage. Insufflation was 900l/2.5 hrs resulted in significant post op pain for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) device (a) found evidence that the device had been reprocessed by ascent health care solutions. No functional testing was performed due to the condition of the device returned. The analysis results found that the (B)(4) device (b) was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.